Event description:
Spontaneous pt reported since last fill bubbles in the line during administration. Unk if md aware or if pt experienced adverse events. No missed doses reported. Pump available for return. No further info provided. Indication: inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.